Manufacturer narrative:
(B)(4). Concomitant medical products: unknown cup. Unknown liner. Unknown head. Reported event was unable to be confirmed due to limited information received from the customer. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the periprosthetic zone of lucency was identified surrounding the femoral component in the lesser trochanter in addition to a vague zone of lucency adjacent to the acetabular shell. Bone component noted superior and medial to the greater trochanter, presumed a chronically nonunited fractured component and/or heterotopic bone. Polythene cup liner is a radiolucent liner and therefore not radiographically evaluated optimally. However, it does not appear to be dislodged into the joint space. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-01128, 0001822565-2019-04078.

Event description:
It was reported patient has been indicated for revision of the liner implant due to unknown reason; however, no revision has been reported to date. X-rays received show lucency surrounding the femoral component in the lesser trochanter in addition to a vague zone of lucency adjacent to the acetabular shell. Attempts have been made and additional information on the reported event is unavailable.